Event description:
Olympus was informed that when the facility turned on the ues-40s to prepare for turis-bt procedure after the pt was anesthetized, the device displayed "er02" (the circuit error) on the device and did not work properly. The facility cancelled the procedure because of the phenomenon. There was no report of pt's injury in this event except canceling the procedure.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. Olympus evaluated the device and found that the phenomenon was reappeared when the device was turned on during giving the device shock. Olympus also confirmed that the high frequency output board on the device did not work properly and that the device worked normally to replace the suspicious board for a spare board. There were no appearance damages of the suspicious board. The device was produced over 9 years ago, so olympus attributed this phenomenon to malfunction of the board because of deterioration over time. Olympus also checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.